Manufacturer narrative:
The kit, photos and smartcard associated with the complaint were returned for analysis. Review of the smartcard data indicated that prime was completed and blood collection had started. After processing of 189ml whole blood, several collect pressure warnings were seen and a blood leak (centrifuge) alarm was seen after processing of 819ml whole blood; the treatment was then aborted. A centrifuge door alarm and a blood pump error warning for the red cell pump turning too slowly were the last event recorded. Examination of the drive tube of the returned kit and photos confirmed that there had been a leak as there was dried blood on the drive tube and it appeared to have come from a discontinuity. The drive tube was pressure tested & the bowl did not indicate a leak. Close examination of the drive tube after the test in negative pressure showed that there was an angled cut/tear in the overmold right below the discontinuity. The blood leak complaint was confirmed based on review of photos. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot d153 was reviewed. There were no non-conformances. This lot met all release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories drive tube leak/break or alarm #7: blood leak: (centrifuge chamber) and no trend was detected for either category. This assessment is based on information available at the time of the investigation. Photos associated with the complaint were returned for analysis. The photo provided by the customer was evaluated and the blood leak was confirmed. However, based on the provided photo alone, a root cause could not be determined. (B)(4).

Event description:
Customer called to report a blood leak during a patient treatment at approximately 800 ml wbp. Operator reports it was a "small leak" in the centrifuge chamber and he does not believe the instrument requires service as the leak detector strip is intact. He does not see where in the kit the leak came from for certain. Treatment was aborted and blood was returned to patient via manual return. Customer will return product for investigation.